Event description:
Reporter alleged customer was found unresponsive and a friend attempted to test customer at least "10 times" without being able to obtain a glucose result on the meter. It was stated the meter continued to show the blood drop & test strip icon without generating a result. Reporter stated calling 911 and giving customer some orange juice and 2 pepsis; however, customer became responsive again so the 911 call was cancelled. No other treatment was received or actions were taken as a result. A request was made for the return of the suspect device and replacment product was sent.